Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload was received with no apparent damage with four clips loaded and one loose clip. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what suture type and size was used? 3-0¿ vicryl. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? =>5 out of 6 clips fail to load applier. One could be loaded into the applier, but could not be clipped onto the suture. Was the applier checked for damage (jaws straight and aligned)? Yes. Was this robotic procedure? No. The following information was requested, but unavailable: what was the surgical procedure involved? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic total prostatectomy procedure on (B)(6) 2022 and suture was used. The clip could not be fed into the applier. The clip could not be closed on the suture when it was fired inside the patient. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested